Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the loading unit found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic crossectomy, when they cut off the lung tissue, the stapler was able to fire, clamped lung tissue but found firing was difficult and there was poor staple formation. It was also reported that the staple was hard to unload and they found part of the reload joint was broken that the reload was curved. They replaced the reload to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right lower lobe lobectomy, when they cut off the lung tissue, the stapler was able to fire, clamped lung tissue but found firing was difficult and there was a poor staple formation. It was also reported that the staple was hard to unload and they found part of the reload joint was broken that the reload was curved. They replaced the reload to complete the case. There was no patient injury.